Manufacturer narrative:
Device evaluated per internal procedures. Probe failed functional testing. Following test, probe disassembled for further testing. Testing confirmed the cause ot the frosting to be a vacuum sleeve failure.

Manufacturer narrative:
Evaluation in progress.

Event description:
During pretest, probe tested fine. Placed probe and started freeze cycle. Technician saw frost on the probe shaft, notified the doctor and turned probe off. Probe allowed to thaw and then placed in stick mode. Good coverage achieved with remaining probes, so case continued and completed. No patient injury.